Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer stated the fill estimate was inaccurate. The customer's blood glucose level was 600mg/dl, but the customer stated also having a cold. The customer administer a correction bolus.